Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) value was displayed as "high"; cause was not known. Correction bolus was delivered to address bg. Customer did not change any pump supplies and bg lowered. As the event was resolved prior to contacting tandem technical support, recommendation was made for customer to discuss event with their healthcare provider.